Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no abnormalities. Functional testing could not be performed due to a damaged sensor board. The cause of the condition was undetermined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified, continuous alarm. It was not specified when in the process this occurred, though there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.